Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided the caller with information on how to reset the pump and assisted in the reset process. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if the issue reappears. The caller acknowledged and understood the instructions.